Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 48 mg/dl, 67 mg/dl, 48 mg/dl, 52 mg/dl, 55 mg/dl, 120 mg/dl, 118 mg/dl and 248 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported that he had been experiencing symptoms of shakiness and depression prior to the reading issue and drinking juice to counteract his symptoms. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.